Manufacturer narrative:
Follow-up #1 date of submission 08/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: evaluation revealed no alarms in black box. Investigators performed multiple load step functions to exercise motor and no excessive motor noise was present. The pump case was removed and there was no evidence of contamination or loose components identified inside pump. Investigators were unable to duplicate or verify excessive motor noise. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was making a high pitched noise when bolusing but the noise had subsided. The patient stated that he dropped pump one and half weeks ago and then the pump was making funny sounds during bolus. The patient reported that the blood glucose (bg) has been 22mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient reported that todays bg was 16mmol/l. He gave himself an injection and the bg was now 4.8mmol/l. This report is being made due to the motor noise issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.